Event description:
Event description: info received indicates that one leaflet appeared to not function properly. The surgeon indicated the valve was explanted due to high gradient, hypertrophied septum and sluggish non-coronary leaflet. At device retrieval, unorganized thrombus was noted on the aortic wall. The valve was replaced with no additional consequence reported for the pt.